Manufacturer narrative:
(B)(4). PMA/510(k) # : exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported five cook 8 french drainage tubes were replaced because they fell out. Four were nephrostomy tubes and one was a biliary drainage tube. This medwatch addresses the one biliary tube and medwatch 1820334-2018-01321 addresses the four nephrostomy tubes. To date, despite multiple attempts, additional information regarding the patient, product and event has not been made available.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: "stabilize the mac-loc catheter hub assembly with one hand and pull back on the drawstring to form the distal catheter loop configuration. While maintaining traction on the drawstring, push the locking cam lever down until a distinct ¿snap¿ is felt. The distal loop of the catheter is now locked in position.¿ there is no information stating the devices were inadvertently unlocked. Based on the information provided, no product returned and the results of our investigation, the root cause was found to be possibly use technique related. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 02may2018 by the reporter suggesting that the tube was not tighten and was able to fall out because of incorrect sizing (user used another manufacturer's devices, which have a larger loop).